Event description:
It was reported that the patient experienced an issue with infusion set where the connector and clip wouldn't released and the set pulled out consequently causing leakage on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.